Event description:
It was reported that the battery does not charge. There was no patient impact reported. A back-up device was available to be used.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A functional evaluation of the returned device found that the battery is defective and various components are damaged. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution (B)(6) 2014. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. This review found that the device exceeded its expected service life of 2 years and 10 months. This was identified as the most likely root cause for the results of the functional evaluation and the reported failure mode. No further actions by smith and nephew are deemed necessary at this stage.